Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high capture threshold and high pacing impedance. The patient was pacemaker dependent. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.